Event description:
The patient (B)(6) received a dbs system. It was reported during post-operative programming, the physician identified high impedance on tow contacts. Diagnostic testing was conducted again at 2 and 4 days post-op with the same result. X-ray imagery was performed with no anomalies noted. The physician elected to proceed with surgical intervention. During the procedure, it was determined the issue was with the lead extension. The lead extension was then explanted and replaced which resolved the reported issue. It was noted that the lead was damaged during the explant procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.